Event description:
It was reported that the ventilator generated a technical error code indicating a patient category mismatch between breathing and monitoring subsystems. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device generated technical error 7 (te7). Te7 is indicating that the software error occurred. Patient category was mismatch between breathing and monitoring subsystems (mismatch is between the range of the inspiratory valves and the expected values). Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, the issue was solved by replacing expiratory channel printed circuit board. The device passed all performance tests and could be returned to clinical use. The main functions of expiratory channel printed circuit board are expiratory flow measurement and expiratory cassette handling. It is worth to mention that the breathing software is stored on expiratory channel printed circuit board. The issue was decided to be reported based on available information as defective expiratory channel printed circuit board may lead to stop of ventilation. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device logs nor the claimed part were available for further analyze. The correction of fields device manufacture date, health effect ¿ impact codes and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 08/24/2020. Corrected manufacture date: 08/11/2020. Previous health effect ¿ impact codes: no patient involvement///2645. Corrected health effect ¿ impact codes: no health consequences or impact///2199. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).